Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing. It was unable to confirm if the customer received sensor damaged due to customer returned it opened/used.

Event description:
The customer reported via phone call that she received calibration error and change sensor alerts. Blood glucose value is unknown. The customer also reported that the sensor liner stays on the serter base. Most recent blood glucose reading was 200 mg/dl. The sensor was replaced and returned for analysis.